Event description:
It was reported that guidewire tip detachment occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary artery disease (cad). A comet ii pressure guidewire was advanced to the lesion to take a diastolic hyperemia-free ration (dfr) measurement. During the procedure, it was noted that 40mm of the comet ii pressure guidewire tip broke off in the guide catheter. The guide catheter was pulled back into the radial artery, but the guidewire tip dislodged into the ulnar artery. The guidewire tip was left in the patient's body, but surgery was performed the next morning to retrieve the guidewire tip. The following day, a stenting procedure was performed, and patient was discharged soon after. It was further reported that this event was reported via medwatch (B)(4).

Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported that guidewire tip detachment occurred. A percutaneous coronary intervention (pci) was performed on a patient with coronary artery disease (cad). A comet ii pressure guidewire was advanced to the lesion to take a diastolic hyperemia-free ration (dfr) measurement. During the procedure, it was noted that 40mm of the comet ii pressure guidewire tip broke off in the guide catheter. The guide catheter was pulled back into the radial artery, but the guidewire tip dislodged into the ulnar artery. The guidewire tip was left in the patient's body, but surgery was performed the next morning to retrieve the guidewire tip. The following day, a stenting procedure was performed, and patient was discharged soon after.